Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported experiencing a skin reaction while wearing the adc device. The customer experienced symptoms of pain and insertion site infection. The customer had contact with a healthcare professional who provided penicillin as a treatment and no further information was reported. There was no report of death or permanent injury associated with this event.